Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. The pump and replaced percutaneous lead (driveline) segment were returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the outpatient clinic on (B)(6) 2018 after their system controller alarmed the day prior. Device interrogation revealed a pump stoppage on (B)(6) 2018 and two pump stoppages on (B)(6) 2018 while the patient¿s system was connected to a power module. The customer stated that the alarms occurred while the patient was bending to the side or bending at the waist and resolved with positional changes. The patient reported feeling dizzy at the time of the events with a headache the remainder of the day. It was also reported that the patient¿s driveline had a tear in the outer white coating near the bend relief. The customer suspected driveline damage. A log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed 3 pump stoppages and 8 low speed operations that all appear to have occurred while the vad was connected to the power module or mobile power unit. The customer was informed that this type of behavior has been linked to potential issues with the driveline. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement and approximately 18 inches of the external driveline was replaced. A couple of hours after the repair, a low speed advisory alarm was received while the patient was sitting in a chair. Evaluation of the additional log file submitted for review revealed a speed drop of 3110 rpm below the low speed limit while the system was connected to a grounded patient cable. The patient remained connected to a grounded patient cable following the low speed advisory; however, later that same evening experienced a pump stoppage. An additional log file submitted for review showed a low speed operation followed by a couple of pump stoppages at approximately 9 pm on (B)(6) 2018 while the system was connected to a power module. After the pump stoppage events, the log file showed that the patient was switched to batteries and there were no additional events through the duration of the file. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.